Manufacturer narrative:
Evaluation summary: deviations in the manufacturing documents and the material were not found. The lot was documented as faultless prior to distribution. As the devices were not available (discarded), physical examination could not be carried out and a reasonable statement regarding post-operative weight-bearing was impossible in every respect. The root cause of the implant breakages (non-union of the fracture site) is sufficiently confirmed in the event description. The implant breakage was not unanticipated, but due to the (confirmed) non-union of the fracture site, it was rather a foreseeable side effect, as described in the labeling. As in this case nonunion of the fracture site was confirmed by the surgeon, it can be concluded that the event was not caused by a deficiency of the devices but was rather related to the pt's condition.

Event description:
On (B)(6) 2007, the pt underwent surgery with the g3 long nail. Twenty months after surgery, the surgeon confirmed by x-ray that the fracture was non-union and distal locking screw broke. Thirty eight months after the surgery, the pt felt pain. Two months after, the surgeon confirmed by x-ray, that the nail broke. Therefore, the surgeon removed the g3 nail and the pt underwent bone grafting and bha. Nine months after revision surgery, the fracture part of pt bone was union, and she had no pain.